Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the lead dislodged during slitting and the physician was unable to recannulate the coronary sinus. The lead was not implanted and a myocardial lead was placed at a later date. No further patient complications have been reported as a result of this event.